Event description:
It was reported that the patient presented to the clinic experiencing pectoral stimulation. The lead exhibited loss of capture. A chest x-ray revealed that the lead dislodged. The physician also noted the patient developed an infection. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Review of quality records.